Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported deflation issue and difficulty removing the device from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device (outer member separated). A review of the lot history record identified one manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed one similar complaint from this lot which is associated with an exception. The reported difficulty removing the device from the guiding catheter appears to be related to operational context. The investigation determined the reported deflation issue is related to a manufacturing issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
On january 15, 2020, the abbott vascular determined that a field safety corrective action is required for specific lots of nc trek rx coronary dilatation catheter and nc traveler coronary dilatation catheter. The field safety action number is 2024168-1/29/2020-001-r. This action is being taken as a result of an increase in the complaint trend for reported failures of deflation for nc trek rx and nc traveler rx coronary dilatation catheter. Product from identified lots may exhibit slow, partial or failure to deflate.

Manufacturer narrative:
Exemption number e2019001 the device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the left main - left anterior descending coronary artery. An nc trek balloon dilatation catheter (bdc) was used for post dilatation but the balloon completely failed to deflate. The balloon was then pulled into the aorta and attempted to be punctured with the guide wire but this was not successful. The balloon was then over-inflated in order to rupture the balloon. The ruptured balloon could not be pulled into the guiding catheter so all devices were removed together (guiding catheter, introducer sheath, guide wire, bdc). A delay in the procedure was reported. There were no adverse patient sequelae. No additional information was provided.